Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that resistance was experienced when filling a cartridge. A new cartridge was successfully filled using the same syringe and syringe needle. Blood glucose level was 250 mg/dl.